Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was observed that the metal component of a reload appeared to dispatch after firing. They waited approximately 15 seconds, during which no bleeding was observed. As it was unclear whether the staples were properly formed, therefore they elected to suture the staple line. All other reloads functioned as expected when used with the same stapler. The procedure was delayed by approximately ten minutes but was completed successfully. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 5/4/2026 b3: only event year known: 2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 916d98 / 23gst60w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.